Manufacturer narrative:
One osseotite implant was returned for inspection. A visual inspection revealed signs of wear and tissue at the top portion, and the threaded region is destroyed. The internal drive feature is confirmed to contain the reported fractured restorative components, which were too badly damaged to be removed. The alleged complaint is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c (B)(6). Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i abutment screws, it is recommended to torque at 20ncm. A root cause cannot be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID was not provided. Patient weight was not provided. Brand name unknown. Device product code unknown. Device lot # was not provided/unknown. Catalog number unknown. PMA/510k unknown. The fdi dental numbering system used.

Event description:
It was reported that unknown abutment screw fractured and a piece of the screw got stuck inside the implant. Implant was removed. The site has been left for healing.